Event description:
During a pta treatment procedure, difficulty was encountered removing the talon balloon dilatation catheter. A 6 fr mosquito sheath, transend guidewire, and encore 26 inflation device were used in the procedure. Following treatment of the shunt lesion, balloon catheter removal resistance was encountered. The balloon and sheath were removed as a unit. No pt injuries or complications were reported. The pt's status was reported as 'good'.